Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 578 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia and nausea. Once at the hospital the basal rate and bolus were increased on the patients personal diabetes manager (pdm). The patient was given intravenous fluids as well as insulin via injections. In addition the patient was given zofran (4 mg) for nausea. The patients release date from the hospital was not yet determined.